Event description:
Local anesthesia used during procedure some movement of the patient's legs occurred during the implant procedure. Left hypogastric artery was embolized. Three peice zenith device was implanted, post placement angiogram noted the main body graft was deployed lower than desired and a type I proximal endoleak was visible. Decision was made to deploy another manufacturer's proximal extension to provide the needed coverage in the aorta. Endoleak resolved.